Event description:
It was reported that there were no end of life alerts. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).